Manufacturer narrative:
H6: work order search: no similar complaints within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.1mm vticmo12.1 implantable collamer lens of -10.0/3.0/089 (sphere/cylinder/axis) was implanted into the patient's right eye (od) on (B)(6) 2023. On (B)(6) 2023, the lens was exchanged due to lens rotation not associated to a low vault. The problem was resolved. Reportedly, "after surgery, the lens of the right eye rotated 10 degrees, the naked eye visual acuity was 0.8, the comprehensive optometry could reach 1.0, and "the" rotation was still 10 degrees three months after surgery. Visual acuity 0.8, combined optometry to 1.0," and "the vision became better after the lens was replaced. The crystals are in the right place."

Manufacturer narrative:
Additional information: d9: return date: 19-sep-2023. H3: device evaluation: the lens was returned dry in a microcentrifuge vial. Visual inspection found no visible damage. Dimensional inspection found the lens to be within specifications. Claim#: (B)(4).